Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 3/17/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. Haptic damage (bent) was observed before and after cleaning the lens; no additional cosmetic defects were observed. The complaint issue was confirmed, but can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had bent/broken haptic. Lens was fully implanted into the patient's left eye and was removed in the same procedure. The procedure was completed successfully using another lens of same model and diopter. No medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. No further information available.